Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -9.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2023 . The surgeon reports there was excessive vaulting and elevated intraocular pressure; and medication was used. On (B)(6) 2023 the lens was exchanged with a shorter length lens and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4).